Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(4) of bacterial peritonitis with culture positive for staphylococcus epidermidis in a (B)(6) male patient, coincident with dianeal and extraneal therapies. On an unreported date, the patient began dianeal and extraneal therapy (lot numbers not reported), intraperitoneally (ip) for diabetic nephropathy. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was hospitalized for catheter problems while the patient was hospitalized the patient experienced bacterial peritonitis. On an unreported date, the patient was treated with an unspecified antibiotic intravenously. The physician stated the peritonitis was caused by the bacteria infection which was due to a breach in aseptic technique by the home patient. The home patient is reportedly recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.